Manufacturer narrative:
Evaluation results: (root cause could not be determined). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: other (root cause could not be identified). Inherent risk if procedure (stent deformation) . Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
Physician attempted to deploy an endeavor resolute 2.75x24mm drug eluting stent in a non-calcified, non-tortuous lesion. An attempt was made to direct stent the lesion, but the device could not cross. The device was removed and the lesion was then pre-dilated with an unknown balloon. It was intended to try to position the endeavor resolute stent again but it was noticed the stent was defective. Procedure was completed with a resolute integrity 2.75 x 24 mm instead. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: failure to follow instructions - (attempted to direct stent the lesion). Deformation problem. Evaluation conclusions: failure to follow instructions - (attempted to direct stent the lesion).

Event description:
Evaluation summary: the device was returned to medtronic for evaluation. Analysis of the returned device showed that there was a kink located on the hypotube at 24cm distal to the strain relief. The middle segments on the stent had some misaligned struts and the proximal stent segments had stretched, bunched and raised struts . The distal tip of the catheter was also slightly damaged.